Event description:
It was reported that the remote monitor caused a high pitched noise on the phone line. The monitor was subsequently returned, analyzed, and tested out of specification and as result is now a reportable event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis found that there was corrosion and contamination on the printed circuit board. The unit passed all functional testing.